Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the patient's pump had flipped and was unable to be accessed for pump fills. It was unknown what caused or contributed to the pump flip, and it was unknown what diagnostics/troubleshooting was performed for the pump. The patient had a pocket revision to address the flipped pump on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.